Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was not getting adequate therapy due to lead fracture of the l2 lead. As a result surgical intervention occurred on (B)(6) 2021 and the lead was explanted.